Manufacturer narrative:
The device was not returned for analysis as it wad discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed detach with the instant detacher (ID). The detachment attempt with the ID was made 4 times without success. Manual detachment was attempted 2 times, also without success. The coil was reported not to have been implanted. The coil was reported as been discarded at the site. This event occurred during the treatment of a unruptured, amorphous aneurysm. The blood flow and the anatomy were reported to be normal. No patient injury reported. The devices were prepared and used per the instructions for use (IFU). The ancillary devices were discarded at the site.